Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via a social media site that the omnipod 5 system was "dumping" insulin into the patient during the night which led to the patient's blood glucose levels decreasing. Follow up cannot be completed as no patient identifiers were provided.